Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7279, implantable cardioverter defibrillator. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that product performance data was reviewed and classified as noise. The right ventricular lead remains in use. The patient was enrolled in the reverse clinical study. No patient complications have been reported as a result of this event.